Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer prompted an over-temp error (usacquisitionhw_31) message during a transesophageal echocardiography (tee) procedure. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported event but with no results.

Manufacturer narrative:
Investigation: the complaint of the system displaying an error message when using a z6ms transducer during a tee was investigated. The defective transducer was returned, and an investigation was performed. The cause of the issue was determined to be a gastro flex thermistor fault, caused by insufficient reliability; this is related to design. Through a corrective & preventive action, improvements to the gastro flex were implemented into forward production, since march 2017. The defective transducer returned from the customer site was manufactured prior to the corrective action. The issue at the customer site was resolved by providing a replacement transducer via the service process.